Event description:
The facility's biomed engineer reported an infusion pump that powered on with a failure 812:02 during biomed testing. The biomed reported to baxter customer service that it is unk if the device was in use on a pt when the failure occurred. Info was requested from the reporting facility, but details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved, tubing product code or the set up of the infusion device. Additional contact info was requested but no contact was provided.